Event description:
It was reported that the user reconnected the ilet pump after several days and received alerts indicating the system entered bg run mode, coincident with a dexcom g6 sensor error and unsuccessful pairing to the ilet. Symptoms included loss of automated glucose management due to unavailable cgm data. Outcomes included interruption of closed-loop dosing with dosing expected to stop soon if cgm data did not resume. Investigation included product support troubleshooting and user education focused on cgm pairing and sensor function. Investigation of this case revealed cgm signal loss attributable to a dexcom g6 sensor issue preventing communication with the ilet. It was concluded that the event was related to cgm sensor performance and pairing failure rather than a malfunction of the ilet pump, and the user elected to replace the dexcom g6 sensor.